Event description:
Customer reported a malfunction alarm with code [16-0x20e6] prior to no notable events occurring. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, which was confirmed to be within warranty. Customer was informed about the replacement, provided with a backup pump for uninterrupted insulin delivery, and shipping details were confirmed.